Event description:
It was reported that the reverse trigger stuck in run mode during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
It was reported that the reverse trigger stuck in run mode during a routine equipment evaluation at the user facility, by a manufacturers' service technician. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
(B)(4). The failure was confirmed by the repair technician through functional evaluation, disassembly, and visual inspection. The trigger did not work correctly due to wear of the trigger assembly/safety bar.